Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received fifteen closed samples. Tightness test to the sample received has been performed and the unit is tight. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements final conclusion: complaint is justified. Actions on product: based on the conclusion derived from investigation, it is required to replace this code/batch to the customer or a refund. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Customer found needle separated from thread after opening - without any manipulation/needle detachment.